Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.